Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a large flexnav delivery system was selected for use to implant a 27mm navitor valve. Pre-dilatation was performed with a 20mm balloon. The stj was severely calcified and measure approximately 19mm. The final implant depth of the valve was bilateral 5mm. After successful deployment and implant of the navitor, the patient's severe stj calcium led to severe perivalvular leak (pvl). The patient was post-dilatated with a 23mm, reducing the pvl to moderate. Further post-dilatation was performed with a 25mm, which resulted in mild pvl. The delivery system was removed completely from the patient. During final pressure checks and closure after removal of the 14f gore introducer, a large volume of blood was observed coming from the access site used with the flexnav; the access site was the right side. "After multiple unsuccessful proglides," vascular surgery was consulted to patch and close the access site. The physician alleged this likely occurred due to the multiple exchanges. There are no allegations of performance issue with the devices. The patient was reported to be in stable condition.

Event description:
N/a

Manufacturer narrative:
An event of the paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pvl appears to be related to a combination of procedural (implant depth of 5mm) and patient (severe stj calcification) conditions. The reported unexpected medical intervention was a result of case-specific circumstance as post-implant balloon dilatation was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.